Event description:
The manufacturer received information alleging a ventilator's internal battery failed to hold a charge. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery failed to hold a charge. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to alarm and operate as designed. No charging issues were observed.